Event description:
It was reported that during the implant procedure, the lead exhibited sensing failure. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.